Manufacturer narrative:
(B)(4).

Event description:
Clinic contacted dexcom technical support on (B)(6) 2015 on trial patient's behalf to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the trial patient did not report any injury or medical intervention.